Event description:
Related manufacturer reference number: 2017865-2024-70506. It was reported that during an implant procedure, two right ventricular lead s were attempted but both were unable to be used due to failure to advance the lead over the stylet, alleged on the leads by the physician. A competitor lead was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d6a and d6b: these fields should not have been included as this was an initial implant procedure the reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The stylet used in the field was not returned with the lead. Unable to perform stylet insertion / removal test due to the overtorqued inner coil inside the connector region. The cause of the reported event was due to the overtorqued inner coil inside the connector region consistent with procedural damage.